Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device needed to be set up with profile mode, affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section b describe event or problem to reflect that the reported has no impact on patient care workflow. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to assign the override group to the station. The technical support specialist (tss) emailed the account executive (ae) to coordinate with the customer regarding the required changes. The ae followed the knowledge article "request to change station to or from profile mode" to resolve the issue. The station was successfully switched to profile mode. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device needed to be set up with profile mode. The customer has verified that there is no delay, and it did not happen during the patient workflow. There were no adverse events or injuries reported based on this event.